Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was unexpected high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 10:03:24. During night drain cycle one, the patient's ultrafiltration reading was 455ml, indicating the home patient (hp) drained 405ml more than their maximum programmed fill volume of 200ml. No additional information is available.